Event description:
It was reported that the customer experienced an occlusion. Customer performed a supply change to address the issue. Customers blood glucose level was 213 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.